Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation found that the speaker was noisy and is not operating as intended. Visual inspection found the cause to be a failed speaker with broken screws inside the mechanism door assembly. The speaker was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device had a noisy speaker. No additional information is available.

Manufacturer narrative:
Correction: per new medical safety the event of distorted audio may be a nuisance but would still alert a clinician to an alarm condition and thus would not lead to serious patient harm or death. This event should never have been reported.